Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the buttons were sticking and not responding normally to presses. The reporter stated that the pump locking and unlocking was requiring multiple attempts to work properly. The reporter confirmed that there was no damage to the keypad. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The up arrow key contact was found to be inverted. The evaluation revealed that all of the keypad buttons were intermittently responsive and required excessive force and multiple button presses in order to elicit a response. The keypad buttons were confirmed to be sticking, did not have normal spring back and confirmed to be scrolling in response to button presses. There was evidence of contamination found under the key contacts.